Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right ventricular (rv) lead needs to be "repaired". They also mentioned that they were told their implantable pulse generator (ipg) exhibited suspected unexpected longevity. Both the ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.